Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported her scs system was explanted several years ago (exact date unknown) and replaced with a different manufacturer's system. The patient was not specific as to the reason for explant other than the ipg no longer worked and stimulation was off. Additional information is needed to clarify the reason for explant. Sjm was made aware of the issues on (B)(4) 2015, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues prior to explant.